Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post mitrofanoff surgery, the tail of the suture adhered to the intestine causing bowel obstruction. The device was used to approximate bladder muscle to bladder muscle to wrap around the attached appendix that was used to create a lumen "channel' from the bladder to umbilicus. Although, there was no problem during the initial surgery, the patient experienced two separate bowel obstructions following it. The surgical time was extended for 30 minutes or more. The patient remained in the hospital for five weeks, in which two separate bowel obstruction surgeries were performed. During the repair of the obstruction, the encapsulated suture was removed from the tissue. The patient¿s condition was currently fine according to the surgeon.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. The four photographs returned by the account show what appears to be the suture in the abdominal cavity of the patient. In one of the photographs, it appears as if the suture is free within the abdominal cavity. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Unwanted adhesion can occur if the terminating end of the suture is not cut flush with the tissue as stated in the instructions for use (IFU). No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.